Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The 21mm closure device did not meet pass criteria for which it was fully recaptured. A 24mm closure device was then selected for use. While the new device was being inserted into the sheath, "the" was moved causing a perforation to the laa. After deployment of the closure device, it was at this time when the perforation was seen on the transesophageal echogram (tee) in conjunction with a pericardial effusion and cardiac tamponade. At this time, the device was released, heparin was "reverse", and a pericardiocentesis was performed, which drained 350 ml of blood. The patient was then taken to surgery in stable condition for removal of the closure device and surgical ligation of the laa. No further complications were reported. Patient is doing well and has been discharged home.